Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a bad image, the bending section cover had a hole/ cut and was leaking, 2 elements broken, and a label was loose. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during maintenance, no image occurred on the evis exera ii ultrasonic bronchofibervideoscope. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported no image; however, device evaluation confirmed there was no ultrasound image which is not reportable. Per the legal manufacturer, no ultrasound image does not have potential to cause or contribute to death or serious injury if the malfunction were to recur.